Event description:
It was reported that during the incoming inspection, a package with damaged tyvek was found.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.